Manufacturer narrative:
Corrected fields; d4 (UDI). A getinge field safety engineer (fse) was dispatched to evaluate the unit. To resolve the issue the fse replaced the drive manifold. Unit handed to user.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during software upgrade by the getinge field service technician (gfst), the cardiosave intra-aortic balloon pump (iabp) all manifold test failed. There was no patient involved.

Manufacturer narrative:
Updated fields: g1-contact person-mfg site. Corrected fields: h6-medical device problem code. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Retested part in the cardiosave test fixture to factory specifications per procedure number and the cardiosave service manual. The all-manifold test was performed. The drive manifold failed the leak differential test at -55mmhg. The factory specification is +-55mmhg, however, the cardiosave is seeing a higher reading than +-55mmhg. In the initial testing the vacuum leak differential failed in the second testing, the vacuum leak differential passed. The drive manifold failed the pressure leak differential test. The drive manifold was not sent to the supplier. The most probable root cause is the failure of the drive manifold leak test could be due to a leak at the k6 or k12 solenoid. The leak in the micro valve could be caused because of the development of microcracks in the valves body.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a drive manifold with a reported unit failure of the vacuum leak and pressure leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the drive manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Part failed the drive vacuum leak and pressure leak test. Fat verified the reported failure but no root cause identified. Sending the board to the supplier for failure analysis per procedure.

Event description:
N/a.